Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and urinary retention postoperative ("stay extra night and ended up going home with a catheter for a week."). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and urinary retention postoperative outcome was unknown. The reporter considered medical device removal and urinary retention postoperative to be related to essure. The reporter commented: she stayed an extra night and ended up going home with a catheter for a week. Do not force like you wants hard stream that just pinches it closed. Concerning the injuries reported in this case, the following one/ones were described in social media post: hysterectomy. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary retention postoperative ("stay extra night and ended up going home with a catheter for a week."), anxiety ("anxiety") and anger ("furious mood "). The patient was treated with catheterization and surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, urinary retention postoperative, anxiety and anger outcome was unknown. The reporter considered anger, anxiety, pelvic pain and urinary retention postoperative to be related to essure. The reporter commented: she stayed an extra night and ended up going home with a catheter for a week. Do not force like you wants hard stream that just pinches it closed. Concerning the injuries reported in this case, the following one/ones were described in social media post: hysterectomy, pelvic pain female, angry, anxiety. Most recent follow-up information incorporated above includes: on 10-oct-2019: social media received. Event medical device removal was replaced with the event pain. Events: anxiety, furious mood were added. Reporter's information was added. On (B)(6)2019: social media received. Reporter's information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary retention postoperative ("stay extra night and ended up going home with a catheter for a week."), anxiety ("anxiety"), anger ("furious mood "), constipation ("chronic constipation"), lacrimation increased ("misty eye"), depressed mood ("sad"), emotional disorder ("emotional mad"), infection ("lots of infections") and menorrhagia ("month long periods"). The patient was treated with catheterization and surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, urinary retention postoperative, anxiety, anger, constipation, emotional disorder, infection and menorrhagia outcome was unknown and the depressed mood had resolved. The reporter considered anger, anxiety, constipation, depressed mood, emotional disorder, infection, lacrimation increased, menorrhagia, pelvic pain and urinary retention postoperative to be related to essure. The reporter commented: she stayed an extra night and ended up going home with a catheter for a week. Do not force like you wants hard stream that just pinches it closed. Concerning the injuries reported in this case, the following one/ones were described in social media post: hysterectomy, pelvic pain female, angry, anxiety,chronic constipation,emotional mad, sad, anxious and misty eye . The following information was received from social media lots of infections, month long periods. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2020: quality safety evaluation of ptc. Fu(6) and (7) processed together. On 20-mar-2020: social media received : no new information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary retention postoperative ("stay extra night and ended up going home with a catheter for a week."), anxiety ("anxiety"), anger ("furious mood "), constipation ("chronic constipation"), lacrimation increased ("misty eye"), depressed mood ("sad"), emotional disorder ("emotional mad"), infection ("lots of infections") and menorrhagia ("month long periods"). The patient was treated with catheterization and surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, urinary retention postoperative, anxiety, anger, constipation, emotional disorder, infection and menorrhagia outcome was unknown and the depressed mood had resolved. The reporter considered anger, anxiety, constipation, depressed mood, emotional disorder, infection, lacrimation increased, menorrhagia, pelvic pain and urinary retention postoperative to be related to essure. The reporter commented: she stayed an extra night and ended up going home with a catheter for a week. Do not force like you wants hard stream that just pinches it closed. Concerning the injuries reported in this case, the following one/ones were described in social media post: hysterectomy, pelvic pain female, angry, anxiety,chronic constipation,emotional mad, sad, anxious and misty eye . The following information was received from social media lots of infections, month long periods. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Event added- lots of infections, month long periods. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary retention postoperative ("stay extra night and ended up going home with a catheter for a week."), anxiety ("anxiety"), anger ("furious mood "), constipation ("chronic constipation"), lacrimation increased ("misty eye"), depressed mood ("sad") and emotional disorder ("emotional mad"). The patient was treated with catheterization and surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, urinary retention postoperative, anxiety, anger, constipation and emotional disorder outcome was unknown and the depressed mood had resolved. The reporter considered anger, anxiety, constipation, depressed mood, emotional disorder, lacrimation increased, pelvic pain and urinary retention postoperative to be related to essure. The reporter commented: she stayed an extra night and ended up going home with a catheter for a week. Do not force like you wants hard stream that just pinches it closed. Concerning the injuries reported in this case, the following one/ones were described in social media post: hysterectomy, pelvic pain female, angry, anxiety,chronic constipation,emotional mad, sad, anxious and misty eye . Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter's information added. Event: chronic constipation,emotional mad, sad, and misty eye were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary retention postoperative ("stay extra night and ended up going home with a catheter for a week."), anxiety ("anxiety"), anger ("furious mood "), constipation ("chronic constipation"), lacrimation increased ("misty eye"), depressed mood ("sad"), emotional disorder ("emotional mad"), infection ("lots of infections"), menorrhagia ("month long periods") and memory impairment ("memory problem"). The patient was treated with catheterization and surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, urinary retention postoperative, anxiety, anger, constipation, emotional disorder, infection and menorrhagia outcome was unknown and the depressed mood had resolved. The reporter considered anger, anxiety, constipation, depressed mood, emotional disorder, infection, lacrimation increased, memory impairment, menorrhagia, pelvic pain and urinary retention postoperative to be related to essure. The reporter commented: she stayed an extra night and ended up going home with a catheter for a week. Do not force like you wants hard stream that just pinches it closed. Concerning the injuries reported in this case, the following one/ones were described in social media post: hysterectomy, pelvic pain female, angry, anxiety,chronic constipation,emotional mad, sad, anxious and misty eye . The following information was received from social media lots of infections, month long periods. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received- new event memory problem was added. Reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary retention postoperative ("stay extra night and ended up going home with a catheter for a week."), anxiety ("anxiety"), anger ("furious mood"), constipation ("chronic constipation"), lacrimation increased ("misty eye"), depressed mood ("sad"), emotional disorder ("emotional mad"), infection ("lots of infections"), menorrhagia ("month long periods"), memory impairment ("memory problem") and adverse drug reaction ("40+ symptoms"). The patient was treated with catheterization and surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, urinary retention postoperative, anxiety, anger, constipation, lacrimation increased, depressed mood, emotional disorder, infection, menorrhagia, memory impairment and adverse drug reaction had resolved. The reporter considered adverse drug reaction, anger, anxiety, constipation, depressed mood, emotional disorder, infection, lacrimation increased, memory impairment, menorrhagia, pelvic pain and urinary retention postoperative to be related to essure. The reporter commented: she stayed an extra night and ended up going home with a catheter for a week. Do not force like you wants hard stream that just pinches it closed. Patient reported, that all of her 40+ symptoms disappeared following hysterectomy. Concerning the injuries reported in this case, the following one/ones were described in social media post: hysterectomy, pelvic pain female, angry, anxiety,chronic constipation,emotional mad, sad, anxious and misty eye . The following information was received from social media lots of infections, month long periods. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: new reporter added. Outcome to all existing events changed to ¿recovered/resolved¿. New event ¿40+ symptoms¿ added. Reporter causality comment updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.